Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing-related cause for this event. Investigation summary: the physical sample was not returned for evaluation and a physical investigation was not possible. The user provided report contains information regarding the helix break and the provided image shows helix break. Therefore, the investigation is confirmed for the reported helix break issue. A clear root cause could not be established based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery via the right femoral artery, the spiral spring was allegedly ruptured making it impossible to continue the subsequent operation. It was further reported that the ruptured catheter was removed with the traversing sheath. Reportedly, the operation was performed with balloon dilation subsequently and treatment was completed after stent placement. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery via the right femoral artery, the spiral spring was allegedly ruptured making it impossible to continue the subsequent operation. It was further reported that the ruptured catheter was removed with the traversing sheath. Reportedly, the operation was performed with balloon dilation subsequently and treatment was completed after stent placement. There was no reported patient injury.